Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that after an update, they were no longer receiving caregroup alarms with their philips information center ix (pic). No patient impact.

Manufacturer narrative:
Other text: a philips field service engineer (fse) was dispatched to the customer's facility. Additional information was requested, but not received.